Event description:
Rptr has dizziness, headaches, painful aches and is unable to walk long distances or sit for a period of time. He is also unable to sleep through the night without waking up 3 to 4 times a night.